Event description:
It was reported that during a visit an insulation break was noted. Visual inspection of the lead under fluoroscopy showed the inner insulation outside the lead body. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.